Event description:
The user facility reported that during a diagnostic endobronchial ultrasound (ebus) procedure, approximately one-third of the ultrasound image appeared "rippled" and difficult to visualize. The user facility removed the device from the patient and retested the device to find that the image appeared clear. Subsequently, the user facility reinserted the device into the patient, but the same "rippled" image reappeared. The user facility reported to have aborted the procedure due to lack of availability of a spare device. There was no patient injury or complications reported.

Manufacturer narrative:
The user facility claimed that the device is working fine to date and has used the device in following procedures. The user facility has elected not to return the device to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.